Manufacturer narrative:
(B)(4). Abbott vascular (av) could not confirm the reported difficulty removing the sheath as the device was not returned for analysis. A search of the complaint handling database was performed and there were no other incidents reported for difficulty removing the protective sheath from this lot. A search of the lot history record for this specific lot indicated no related non-conformance records. Further assessment was performed per operating procedures and av concluded that there is no indication of a product quality issue. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation, a 3.0x8mm nc trek dilatation catheters protective sheath was very tight. The operators were unable to remove the protective sheath. Another device was used in replacement. There was no patient involvement. There was no additional information provided.